Event description:
It was originally reported that a pt has no stimulation. The pt is a cashier and her work site has theft detectors at the doors and demagnetizing devices in the checkout countertops. The pt had her device interrogated. The lead appeared to be kinked and the electrode impedances were checked. All electrodes read greater than 4,000 ohms except for one. There electrodes appeared to be damaged or disconnected. One electrode read low impedance which indicated a short circuit. Further info is being requested from the hcp.

Manufacturer narrative:
See scanned page.